Event description:
The suspect usb cable was underwent analysis, which found 2 disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that generators could not be interrogated using the tablet and the wand. The battery of the wand was reported to have been changed recently. It was reported that the cable connections were checked but the reported communication issue persisted. Further information was received indicating that a new usb cable was used and the communication issues resolved. It is suspected that the original usb cable caused the communication issues. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The suspect usb cable was returned to the manufacturer. Analysis is underway but it has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.